Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician deployed a taxus express2 3.5 x 12 mm drug eluting stent in the lad. The balloon was inflated to 16 atms for 30 secs. The balloon deflated completely, but as the physician began to withdraw the balloon, he felt some resistance. The physician inflated the balloon to 2 atms and then deflated it. The balloon separated from the stent as the physician "tugged" on it. The delivery device was removed as a unit. No pt complications or injuries were reported.